Manufacturer narrative:
(B)(4). Concomitant medical products: 110010265 g7 multihole cup - 3863830. 010000997 g7 screw 3865243. 010000997 g7 screw 3847793. 010000997 g7 screw 3874188. 010000997 g7 screw 3855555. 010000999 g7 screw 3871319. 010001001 g7 screw 3855562. 00786401220 tm primary stem 61209287. 00877703603 biolox delta head 2790040. Reported event was confirmed by review of medical records noting the patient visiting the ER for dislocations that spontaneously reduced and is now having pain and swelling. During first stage revision, CT scan showed tracking wound into joint space representing an infection of unknown age. Large abscess was found along with fibrinous debris. Femoral component lack of growth in certain areas and abscess tracked to femoral component as well. Osteotomy performed to remove stem. Infection was noted to have been cause of areas of non-growth. Patient returned for a second first stage revision due to continued infection. Prior cultures negative, treated infection with IV antibiotic therapy, makers had returned to normal, but now increase and concern for sepsis, cloudy drainage from lateral side of incision. Excised non-healing portion of would that presented with active drainage. Wires were placed to stabile femur and new antibiotic device implanted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04304.

Event description:
It was reported that patient underwent a right hip revision due to pain and metal related pathology approximately 7 years post implantation. Subsequently, the patient visited the emergency room due to dislocations, pain and swelling with no noted medical intervention. The patient then underwent a second revision approximately 4 years later due to chronic infection. All devices were removed and replaced with spacers. Approximately 1 month later the patient still had ongoing infection despite use of antibiotics, so new spacers were implanted along with wires. There is no report or new permanent implants being implanted to date. Attempts have been made and additional information on the reported event is unavailable at this time.